Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level ranged from 240 to 290 mg/dl. Reportedly, the customer was able to resume insulin delivery. As the event occurred in the past, troubleshooting was unable to be performed.